Event description:
It was reported by service report that the pt right side rail is not locking in the upright position. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Central locking column.